Event description:
It was reported that the patient alleges that the infusion device failed to deliver insulin during the night. Before that night, after having been disconnected from the infusion device for a period of time and having left it unattended, the patient reconnected to the device and later found that it was turned off. He did not check to see if the device was turned on when he had reconnected to it. He had to replace the battery twice to get the device to turn back on. The patient experienced elevated blood glucose levels in the morning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Due the random recurring power interrupts it is not possible to test the delivery on the diagnostic test system.